Event description:
Blade shed during procedure and it was confirmed that the joint was flushed, but he was uncertain if all the particulate was removed.

Manufacturer narrative:
Device was not returned for evaluation. (B) (4)